Manufacturer narrative:
.

Event description:
It was reported that the patient had recently under gone a mitral valve procedure. The atrial lead exhibited unacceptable thresholds after dislodging. The lead was explanted and replaced.